Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received a manufacturing representative regarding a patient receiving intrathecal therapy. Drug information was not provided. The indication for use was spinal pain. It was reported that a catheter revision was scheduled for (B)(6) 2016, but the manufacturing representative did not know why the catheter was being revised. The manufacturing representative ¿just showed up for the case.¿ the manufacturing representative noted the patient had problems in the past. The manufacturing representative clarified that the patient had a couple dye studies performed in the past couple months. The manufacturing representative did not know why they were performed or if they were related to the current revision. Symptoms were unknown. The manufacturing representative was at a facility for catheter revision. The manufacturing representative noted a dye study may be performed but was not sure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2017-may-17. It was reported that the patient's catheter broke, "various, everything kept going wrong". The patient reported that "they said 'they'll have to take this one out after 7 tries'". According to the patient, it broke inside. This occurred from (B)(6) 2016, when they had a surgery performed, after which the catheter was not leaking or breaking. No further complications were reported.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative. It was reported that the rep was just scheduled to attend the catheter revision by the physician. The healthcare provider (hcp) had suspected a hole in the catheter but the dye study did not show anything. After the revision, the cause of the catheter revision was undetermined. The rep was not aware if there were any holes found in the catheter. The catheter was discarded. The issue resolved. The rep stated that ¿everything looked good, everything is stable.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.